Event description:
Patient was revised to address loosening of the epiphysis and fracture or a screw. The poly liner was worn.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Depuy reports the documentary analysis of the device history records for the reported part and lot numbers shows the products comply with its specification. A search of the complaint database found no prior reports for the reported part and lot number combinations. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.